Event description:
It was reported a pericardial effusion and thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. It was noted that the patient had a trace 1.1cm baseline pericardial effusion prior to the procedure. A watchman access system (was) and a 31mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa. Following device release, a post-procedure sweep using intracardiac echocardiography (ice) from the left atrium was performed to evaluate for changes in pericardial effusion. The physician initially noted that the effusion appeared slightly larger than baseline; however, upon re-measurement, it remained unchanged at 1.1cm. Despite the stable measurement, the physician elected to proceed with pericardiocentesis to drain the effusion. The pericardiocentesis lasted over two hours, during which approximately 1 liter of blood was drained. During this time, protamine and kcentra were administered to address bleeding, and cardiothoracic surgery was consulted. The patient remained hemodynamically stable throughout the procedure. After drainage ceased, an additional evaluation of the pericardium was performed. Imaging revealed a sizable thrombus within the right atrium. A decision was made to use a penumbra aspiration device to remove the thrombus, which was successfully completed. A final assessment of the pericardial effusion showed no change. All sheaths were then removed, and hemostasis was achieved. The patient was transferred to the intensive care unit (ICU) for at least one night of observation. The physician stated that the cause of the effusion and associated bleeding was unknown but speculated that it may have been related to the transseptal puncture (tsp).